Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary fully covered rmv stent was implanted on (B)(6) 2015 as part of the e7099 abc wallflex registry clinical trial. The patient had a history of pancreatic cancer. The patient was enrolled in the study as part of palliative treatment of biliary strictures produced by malignant neoplasms with no intended surgery. On (B)(6) 2015 the wallflex biliary fully covered rmv stent was implanted within the common bile duct of a patient during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure. Imaging/tissue sampling and a pancreatogram were performed during stent placement. On (B)(6) 2016, it was noted that the stent partially migrated proximally. Biliary obstructive symptoms were collected, with no symptoms reported. A biliary reintervention was performed, the study stent remains implanted and a 10mm x 40mm wf biliary fc stent was implanted in a satisfactory position and sludge removal was performed to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Describe event or problem and event problem codes updated with the additional information received on september 09, 2016. (B)(4).

Event description:
It was reported to boston scientific corporation on june 10, 2016 that a wallflex biliary fully covered rmv stent was implanted on (B)(6) 2015 as part of the e7099 abc wallflex registry clinical trial. The patient had a history of pancreatic cancer. The patient was enrolled in the study as part of palliative treatment of biliary strictures produced by malignant neoplasms with no intended surgery. On (B)(6) 2015 the wallflex biliary fully covered rmv stent was implanted within the common bile duct of a patient during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure. Imaging/tissue sampling and a pancreatogram were performed during stent placement. On (B)(6) 2016, it was noted that the stent partially migrated proximally. Biliary obstructive symptoms were collected, with no symptoms reported. A biliary reintervention was performed, the study stent remains implanted and a 10mm x 40mm wf biliary fc stent was implanted in a satisfactory position and sludge removal was performed to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on september 09, 2016: it was reported that the study stent was occluded with sludge on (B)(6) 2016. However, since the stent partially migrated (proximal), there was a distal stenosis. A new stent was implanted to treat the distal stenosis.